Manufacturer narrative:
This report is submitted on january 05, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 22, 2023.

Manufacturer narrative:
The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on february 15, 2023.